Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that errhysis (slow bleed) occurs at the connector of the venous end during dialysis. The venous adapter was not repaired, the catheter was pulled and replaced. Medical intervention was not required. The patient is in good condition.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that there was no quality issues associated with this reported condition. All dhrs are reviewed for accuracy prior to product release. The sample consisted of one catheter of product mahurkar 13.5frx 24cm se kit. The catheter came inside a plastic bag and it presented signs of use, blood remaining. Visual inspection was performed and it was observed that the catheter presented signs of use and no defects were found during the inspection. Functional testing was required. The sample returned was submitted to underwater testing, bubbles were detected coming out from the extension, the lumen which corresponds to the venous extension. A micro hole was observed in the silicone extension. The lumen related to the arterial extension did not show bubbles during the test. The history record for the lot review does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non-conformances were opened for all the assembly levels, raw materials and incoming components. The instructions for use (IFU) has warnings to use caution with sharp instruments near the catheter and details precaution in securement methods. Additionally, the product was tested before use. The catheter was inserted on (B)(6) 2015 and it was replaced on (B)(6) 2015. Per the IFU, remove the catheter as soon as it is no longer needed per k-doqi guidelines. Do not leave femoral catheters inserted longer than three to four days maximum per k-doqi guidelines. It is also recommended that subclavian and jugular catheters be replaced every 21 days. The catheter is for onetime insertion only. In this case, the catheter was used over its intended usage time. Based on the available information, the most probable cause can be considered as product misuse. The IFU also recommends inspecting the catheter frequently for nicks, scrapes, or cuts which could impair its performance. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.